Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that an error in the plan may have caused the lead being placed too deep. The lead was revised on (B)(6) 2019 and a new lead was placed. The issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a revision. The caller reported that when attempting to place the lead they missed the target and placed the lead too deep. The caller stated that during the case the doctor used imaging and they thought they were at the correct level for the target, but the imaging were higher than they expected. The doctor had an MRI taken after the case and showed the lead was placed too deep.

Event description:
Additional information was received: it was reported that the lead wouldn't be returned.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown product type lead. If information is provided in the future, a supplemental report will be issued.